Event description:
Infant in ldr 9 needed CPAP assistance given via bag and mask. Pediatrician desired to give CPAP with a peep of 5 (manometer would be at 5 when on patient), manometer did not move if it was off the patient or on the patient, it was stuck at 5. If bag/mask off patient, manometer should read 0. Manometer appears stuck. Bag/mask changed out (functioned properly). Faulty bag given to nicu manager.